Manufacturer narrative:
The reported event of high capture threshold and premature discharge of battery were not confirmed by analysis. Final analysis found the device to perform with normal functionality. No anomalies were detected.

Event description:
It was reported that the patient presented remotely via merlin.net. The patient's right ventricular (rv) lead exhibited a high pacing impedance and failure to capture. The pacemaker also demonstrated premature battery depletion and an elevated capture threshold. Upon an in-person follow up, the rv lead's impedance had returned to normal values, but it was also noted to have r-wave amplitude variation and noise oversensing. The patient's right atrial (ra) lead had also exhibited a high capture threshold. The patient's pacemaker, rv lead, and ra lead were all explanted and successfully replaced. The patient's status following the procedure was unknown.